Event description:
The surgery center reported that a phacoemulsification machine had an air leak issue. Through follow up, it was found there was a building cutting pressure error. During the field service visit, the event/error log showed four 2012 errors in a minute block of time during one day of 6 consecutive cases performed. In addition, the surgery center reported having touchscreen and sound issues. No patient injury reported.

Manufacturer narrative:
Information in section f provided by the manufacturer. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss had noticed the fitting on the tubing had come apart. The fss indicated the green airline had popped loose at the connector from the subsystem controller pressure sensor couple. The fss installed a line monitor for suspected power fluctuating. While on site, the customer reported touchscreen was non responsive and had sound issues. The fss was not able to confirm the touchscreen and sound issues, however when reviewing the error/event logs, there were four 2012 errors that occurred during six consecutive cases. The fss indicated at the time of testing of the unit, the unit was working well. The fss was not able to duplicate the errors during testing of the equipment. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). A record review was performed. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the equipment were reviewed and determined to include adequate warnings for medical complications. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.